Event description:
It was reported by the daughter of the deceased patient that allegedly the decedent was implanted with a hip replacement following a fall and fracture on (B)(6) 2004. It is further alleged that the wound took a long time to heal and the patient continued to complain of pain. She passed away on (B)(6) 2005, at age (B)(6).

Manufacturer narrative:
Additional devices listed in this report: cat # uh1-48-26, lot # 10247301, description: uhr bipolar 26x48mm. Cat # 6260-9-126, lot # 8254036, description: 26mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Based upon the information provided, there is no indication that the patient's implanted devices caused or contributed to her subsequent death 10 months post-op. This event will be reported as a serious injury to document the alleged pain the patient experienced following the implant surgery on (B)(6) 2004. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding pain involving an accolade plus tmzf hip stem #5 was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported by the daughter of the deceased patient that allegedly the decedent was implanted with a hip replacement following a fall and fracture on (B)(6) 2004. It is further alleged that the wound took a long time to heal and the patient continued to complain of pain. She passed away on (B)(6) 2005 at (B)(6).